Event description:
Device malfunction: none. Time of symptoms/ae: during the procedure. Symptoms/ae: dissection. A pt underwent a right internal carotid artery stenting procedure. Reportedly, a non-flow limiting dissection was noted at the distal edge of the lesion after stent post-dilatation. A second rx acculink was deployed overlapping the distal edge of the stent, resolving the dissection with no residual stenosis. Final angiography revealed brisk flow with no complications. No add'l info available.

Manufacturer narrative:
During processing of this complaint attempts were made to obtain complete event, pt and device information. Study event. The device remains in the pt. The lot number was provided. A review of the device history record did not produce any findings relevant to this report.